Event description:
Pump reported a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer experienced issues from the previous day, and technical support advised cleaning the pneumatic tap area with an alcohol wipe during the next cartridge change. On the fourth attempt, the customer successfully loaded a cartridge onto the pump and resumed insulin use.